Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for lots 25153876, 25154634 and 25155023 the last 3 lots shipped to the account prior to the event/aware date. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, co2 did not flow correctly through the hemopro ii device which lead to poor visibility . Another device was opened and the case was successfully completed.. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, co2 did not flow correctly through the hemopro ii device which lead to poor visibility. Another device was opened and the case was successfully completed.. The hospital did not report any patient effects.